Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the patient was also treated with ceftazidime and fluconazole (at a dose of perfusion) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with ceftazidime injection for peritonitis. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was unknown. No additional information is available.